Manufacturer narrative:
Full establishment name: (B)(6). The customer's allegation was not confirmed. The device evaluation found no reportable findings. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center displayed no image. The issue occurred while connecting to the camera head prior to starting a therapeutic total laparoscopic hysterectomy procedure. The procedure was completed with a similar device. There were no reports of patient harm.